Manufacturer narrative:
Additional information: regarding the reported potential catalog number 329605, lot number 4310344 was provided. This device has a manufacture date of 11/6/2014 and an expiration date of 10/31/2017. Device evaluation for lot 4310344: a sample was not been provided for evaluation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of the complaints database was performed and there have been no trends identified on this lot number for this defect.

Manufacturer narrative:
The customer does not know which device was used in this incident as there. There are two possible catalog numbers (below). No lot numbers are known. As the lot number is unknown, the device expiration date is unknown. #329605 - bd autoshield¿ duo safety pen needle 30 g x 5 mm, or #329608 - bd autoshield¿ duo safety pen needle 30 g x 8 mm. (B)(6). Evaluation results: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
A male type I diabetic patient in homecare was receiving insulin with a bd autoshield duo safety pen needle. The homecare was trained by bd and they started to use the device on the patient (B)(6). The patient was not injecting himself but was receiving help from the assistant nurse. On four occasions the patient did not receive the insulin dose correctly. The patient did report feeling insulin on his stomach and told the administering assistant that the insulin was not injecting properly but nothing was done. The missed doses resulted in the patient being hospitalized with dka on (B)(6). After the incident, the head nurse looked in the sharps container and found four bd autoshield duo safety pen needles that were not activated. The customer confirmed that the incident happened due to improper use of the device. One or more assistant nurses were involved.